Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that this female patient's right knee was revised due to evolving chronic laxity, functional impairment instability, femoral metaphyseal pain, chronic hydrartrosis , and wear of pe insert with femoral geode cavity femoral loosening. Patient was last known to be in stable condition following the event. No other patient information/medical information provided. Unable to obtain photos/x-rays. Devices are returning.

Manufacturer narrative:
Section h10: (d4) expiration date: 18-apr-2023. (H3) the revision reported was likely the result of gross instability, patient-related conditions, malalignment between the femoral and tibial components, an insufficient bond between the femoral component and bone, or any combination of these possibilities, which polyethylene wear of the tibial insert and aseptic (non-infected) femoral loosening. (H4) device manufacture date: 20-apr-2015. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings; 7455, part/component/sub-assembly term not applicable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of gross instability, patient-related conditions, malalignment between the femoral and tibial components, an insufficient bond between the femoral component and bone, or any combination of these possibilities, which polyethylene wear of the tibial insert and aseptic (noninfected) femoral loosening. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.